Event description:
It was reported that during implant, when the stylet was inserted into the left ventricular (lv) lead the stylet perforated the lead near the tip. The lv lead was not implanted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the inner insulation was perforated (stylet/guidewire). It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the lead appeared damaged at implant.